Event description:
It was reported that a physician's handheld was displaying multiple time values on the magnet activation display. No functional deficiencies were reported. The physician was notified that the phenomenon occurs with pt's generators whose total operating time and total on time has rolled over. The physician was also notified that the event will resolve on its own once 15 magnet activations have registered following the total operating time rollover. Review of programming history confirmed that the pt's generator's operating time had rolled over causing the error in the magnet activation display as suspected. The root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array (tdatestr [255]) being mis-declared as static variable, however the trigger for this event has been identified to be the result of the generator's total operating time rolling over.

Manufacturer narrative:
Analysis of programming history.